Event description:
Litigation papers allege following the surgery, plaintiff, experienced pain and extreme weakness in hip and quadriceps. **update** (B)(6) 2011 - device experience report was received documenting patients revision surgery. The patient was revised to address acetabular loosening. **update** (B)(6) 2012 - medical records were received. The revision operative report indicates that when the fascia was opened, a large volume of approx. 200 ml of dense serous material was exuded and cleared. This was consistent with an aseptic lymphocytic vasculitis associated lesion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.